Event description:
The remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition, error codes e053, e051, and e050 were found. Additional findings are not related to the malfunction/issue.

Manufacturer narrative:
This supplemental report is being submitted to correct the become aware date to 08-aug-2023, correct the event date, and include the product UDI.